Event description:
The patient's meter would only prompt a not ok message once turned on. There is no information as to how long the patient was receiving this message on the meter. The patient visited their physician for advice. Treatment is unknown. Based on the information provided, there is evidence that the meter did malfunction, howe ER, ther is no evidence that the patient suffered a serious injury. The meter and test strips are being replaced for the patient. No further information has been reported.